Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn.

Event description:
A report was received that during the patient's permanent implant, the patient experienced severe vaginal pain when the physician was in the middle of inserting and steering the lead. The physician aborted the case. Postoperatively, demerol was prescribed to alleviate the pain and to calm the patient down. The physician believed that the event was not device related and that there may have been a nerve that was touched. It was also reported that patient was hospitalized since the procedure with extreme vaginal pain. Upon follow-up, the vaginal pain has subsided.